Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2019-may-31. It was reported that the patient was scheduled for a dye study on (B)(6) 2019 due to a change in their pain relief since the last revision surgery in (B)(6) 2019. When they presented for the dye study, the hcp was unable to interrogate the pump at that time and under fluoroscopy it was determined that the pump had flipped. The hcp was unable to perform the dye study. The cause of the event was undetermined. The patient was scheduled for revision surgery on (B)(6) 2019. It was noted that the patient returned to the office on (B)(6) 2019 and the pump was able to be interrogated at that time. The dosages were changed at that time: fentanyl went from 66.58 mcg/day to 24.98 mcg/day and clonidine went from 33.29 mcg/day to 12.49 mcg/day. It was noted the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml fentanyl at 150.85mcg/day and 250mcg/ml clonidine at 75.43mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp tried to fill the pump at the refill on (B)(6) 2019, but was unable to find a refill septum because the pump was flipped. The cause of the flipped pump was unknown. The hcp attempted to flip the pump back and fill the pump, but was unable. The patient was referred for a pocket revision on (B)(6) 2019. The patient came back for a refill try on (B)(6) 2019 and the hcp was able to find the refill port and successfully fill the pump. The issue was not resolved at the time of the report. The patient had complained of an increase in pain over the last few weeks. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, product type: accessory; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Updated to reflect the information received on 2019-jun-05. Patient codes (B)(4) added to reflect the information received on 2019-jun-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2019-jun-05. It was reported that the patient had a pump pocket and catheter revision on (B)(6) 2019. Prior to the procedure, in preop, the patient stated that they could feel a "bump" around the spinal incision and the pump pocket had become tender to the touch. The cause of these issues was undetermined. During the procedure, the hcp was unable to aspirate the catheter from the catheter access port (cap). It was noted that the catheter was twisted in the pump pocket, and there was an unknown fluid at the spinal portion. The hcp replaced the entire catheter and revised the pump pocket. The explanted device was sent to pathology per account protocol. The hcp did not request return. The medication in the pump and dosing of the medication was unchanged. No further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID: a810, serial# unknown, product type: software; product ID: 8880t2, serial# unknown, product type: accessory; product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was seen for a preop appointment. The patient stated that in addition to their increase in pain they would experience burning around the pump where the catheter was. The patient reported it was hard to use all their boluses because they couldn't get their personal therapy manager to connect to the pump. The rep also had a difficult time connecting with their communicator, but eventually was successful. The patient believed their pump was moving/flipping since a couple of months after implant in 2018. It was found during the operation that the catheter was twisted and had broken from the pump. The catheter was revised and connected the pump and the pump pocket was also revised. The medications in the pump remained the same and the dosage was adjusted to fentanyl at 24.03mcg/day and clonidine at 12.01mcg/day. The patient's weight was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown. Product type programmer, physician product ID a810, serial# unknown. Product type software, product ID 8880t2, serial# (B)(4). Product type accessory, product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the difficulty communicating was undetermined, but had resolved after the pump pocket revision. No further complications were anticipated/reported.